Manufacturer narrative:
Unit was programmed with several boluses and monitored. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Unit communicated with the glucose sensor simulator and the minilink transmitter. The sensor graph listed the test blood glucose value. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. Unit was unable to prime during prime compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Unit had minor scratched display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had not been delivering insulin for a few weeks. The customer's blood glucose was unknown. The customer was unable to correct their high blood glucose with insulin pump therapy and had used insulin pens instead. The customer had already tried changing the infusion set, insulin and insertion site location. The customer stated that they only found a low battery alert and low sugar glucose alert in the alarm history of the insulin pump. Advised that a replacement insulin pump would be sent and to return the insulin pump for analysis. Nothing further reported.